Event description:
The customer claims that the alarm unit will not power on even with new batteries. There was no reported patient injury. Evaluation of the returned product shows that the unit has intermittent power on port 2.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm unit has intermittent power on port 2. The port 1 alarm is continuously on and functions normally. (B) (4).